Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician was unable to advance the bypass tube through the manta sheath. Removed the manta sheath from the femoral and replaced it with another new manta sheath. Closure was successful with second manta. Additional information on 12may2022: following a percutaneous ventricular assist device (pvad) removal procedure, there were no reported issues with advancing and withdrawing procedure sheaths. There was no buckling or bending of the bypass tube when it met severe resistance with advancement into the sheath. Current patient condition is reported as fine.

Manufacturer narrative:
One 14f manta closure, one 14f sheath, and one 14f introducer were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. The manta closure unit did not exhibit an engaged lever. The hemostatic valve within the sheath was not torn or displaced. The unit was functionally tested for advancement. Resistance was observed and confirmed when the bypass tube was advanced via the button valve. The device lot history record review for lot number mn2101389 indicated during lot release of manta 14f lot (mn2101389) a single device exhibited a failure of the collagen deployment specification. No other non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a percutaneous ventricular assist device (pvad) removal, a 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. When the bypass tube met with resistance, no buckling or bending occurred. The first manta closure and sheath were removed, and a new 14f manta closure and sheath were opened and deployed successfully for closure without complication. The IFU in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.